Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal and external inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device log suggests the user was pressing the panel shock button when attempting to perform a shock instead of the paddle shock buttons. The log showed when the device paddle buttons were used, the device was able to deliver a shock. The accessories used during the event were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.